Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. Additionally, it was reported that the patient did not enter fingerstick values promptly and accurately into the cgm device and had taken medication(s) that contain acetaminophen. The dexcom g4® platinum continuous glucose monitoring system user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value. Furthermore, the guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Calibration was not performed correctly. Patient had taken acetaminophen against user guide recommendations. At the time of contact, no injury or medical intervention was reported.